Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised. A shell, 2 screws, mdm metal liner, mdm poly insert, and lfit femoral head were implanted.